Event description:
It was reported that the patient's lead was replaced due to high impedance. The suspect product has not been received to date. No further relevant information has been received to date.

Event description:
It was reported by a nurse that the patient had high impedance, but that an x-ray of the lead did not show anything. She lowered the output current and increased the pulsewidth in response. The patient's mother reported that the patient had had an increase in seizure activity a few months prior to the detection of the high impedance. The seizures were the same type but were more frequent and longer.